Event description:
It was reported that the catheter shaft leaked. Devices were tested prior to use and all 6 catheters showed a leakage. It was noted that sometimes the leakage could only be determined when the catheter is kinked during the leakage pre-test.

Manufacturer narrative:
(B)(4). A functional investigation of the 6 returned devices was conducted according to the effective work instruction for the tightness test between funnel and tube. All returned samples showed leakages at the adhesive connection between tube and funnel. A review of the manufacturing data for lot 18/28/212 was carried out and no issues that could have contributed to the reported event were identified. The performed in-process-controls to which also a leak test belongs, showed no deviations. The examination confirmed the reported issue for the 6 actual samples. However, in the root cause analysis, no clear cause for the failure could be determined. The 2 complaints are included in the already existing nonconformance. For lot 18/28/212 with the failure leak between funnel and tube the following confirmed complaints have already been recorded: the reported slight leakage between funnel and catheter tube occurs sporadically, which is an inconvenience for the user and means no user risk.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter shaft leaked. Devices were tested prior to use and all 6 catheters showed a leakage. It was noted that sometimes the leakage could only be determined when the catheter is kinked during the leakage pre-test.